Manufacturer narrative:
Unit received with unexpected battery power loss and had high sleep current, problem isolated to electronic assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they did received low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert after a low battery warning. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.